Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out of range shock impedances. Myopotential noise was also observed. Technical services (ts) discussed possible causes and troubleshooting options. No adverse patient effects were reported. This product remains in-service.